Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy drain. The cause of the event was not reported. Three days after the onset of event, patient was hospitalized and was treated with an unspecified antibiotic and heparin treatment (intraperitoneal). At the time of this report, the event was ongoing. Pd therapy was ongoing. The reporter decline declined to provide additional information.

Manufacturer narrative:
B5: upon follow up, it was reported that the pd catheter was removed one week after being hospitalized and the patient was switched to hemodialysis two days before catheter removal. Should additional relevant information become available, a supplemental report will be submitted.